Event description:
We received an allegation of discrepant high results for 2 patient samples tested for sodium electrode (na) on a cobas c 303 analytical unit. Patient (B)(6) initial result was 146.8 mmol/l. The repeat result was 138.3 mmol/l. Patient (B)(6) initial result was 147.2 mmol/l. The repeat result was 141.8 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The na electrode lot number was dvr25 with an expiration date of 20-apr-2026. Calibration and qc were acceptable. Several abnormal aspiration alarms were observed in the alarm trace data. The field service engineer (fse) found material on the diluent aspiration area. The fse cleaned the vessel and diluent aspiration area. Precision, instrument checks, and calibration were completed. The investigation determined the event was due to a maintenance issue.